Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 30nov2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation using a 2.0x15 non-bsc balloon, a 2.75x28mm synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device revealed hypotube detachment and stent damage. Synergy ous mr 2.75 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent found that the mid-section of the stent was damaged with stent struts pulled proximally and lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the found a hypotube break 75 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during analysis. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.